Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. Patient became catatonic, got secondary pneumonia and needed emergency admission . In turn, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The report that the patients ipg was revised due to ¿depleted battery¿ was confirmed. Analysis of the returned ipg found the device had declared end of life (eol), and a longevity calculation confirmed the device had normal battery depletion based on device usage.